Event description:
Patient started v-go therapy (B)(6) 2019 and reported that she had hypoglycemia bg 48 during 1st day of v-go therapy. Patient stated she felt a rapid heart rate and felt shaky during the event. Patient stated she treated the event by eating cereal with almond milk and glucose tablets. Patient stated recovered nearly an hour after treating the event.